Event description:
It was reported that the patient has multiple hi impedance and short circuit electrode channels. The parents report that the patient was not involved in any head trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.